Manufacturer narrative:
12- intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip cable at the proximal end (in the housing). As a result, the grips did not open/close as expected. No functional test could be performed due to the cable breakage. Additionally, the instrument was found to have one or more of the housing snaps broken. This failure is most commonly caused by mishandling/misuse.

Manufacturer narrative:
Isi has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 47 uses remaining. Advanced technical review is not required as adequate information has been obtained to investigate the complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the clip applier instrument failed to fully latch a clip closed deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the large hem-o-lok clip applier instrument did not close the clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.